Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into clinic after receiving a vibratory alert for extended charge time limit being reached. Due to the patient having terminal cancer, the physician does not plan to explant the device. The patient had no adverse consequences related to the device.